Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not communicating to the server. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the device was not communicating to the server. A technical support specialist assessed the drive space and database size and executed a file data synchronization to address the problem. The system functioned as intended after the technical support specialist troubleshooted the device.